Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/14/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient reported that they experienced a skin reaction with itching, swelling, rash, redness, inflammation, and scar, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the abdomen. The patient stated that they also had a bruise extending beyond the sensor patch. The patient self-treated with an oronine ointment which the patient already had at home. The itching, swelling, and inflammation that were reported, would have subsided with the use of the ointment. Photos were provided for review. The photos show redness and pustule-like pimples covering the area where the sensor patch would have been, extending slightly towards the bottom side of the reaction. One of the pictures shows dry skin and some skin peeling. There was no documentation of medical intervention. No other details were documented and multiple attempts to contact the patient for more information regarding the reported scarring were unsuccessful. The scar was present more than 3 months after the skin reaction occurred. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.